Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wire, the curved rubber adhesive part was missing, the forceps was flared, the operation part was discolored, the light lens was scratched, water coverage was recognized on the electrical connectors, the scope connector was corroded, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the forceps elevator of the evis lucera duodenovideoscope was not working. The date the failure occurred was unknown. Information about the procedure was requested; however, the customer did not have any additional information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive part of the lighting lens was peeling off. The report is being submitted due to adhesive peeling found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, or by external factors, or handling. Olympus will continue to monitor field performance for this device.